Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noticed that the sphincterotome was "twisted in the tip". Reportedly, this issue was not noticed during unpacking. Additional clarification regarding how the tip was twisted could not be obtained. The event description may suggest that the cut wire was oriented in the wrong direction. The procedure was completed with a second hydratome rx 44. There were no reported user injury nor patient complications as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Visual examination of the returned device revealed that the working length was twisted at several locations. Functionally, the device was introduced inside the duodenoscope and the distal end orientation was found out of specification due to the condition of the working length twisted at several locations. Afterwards, the handle was rotated slowly in order to untwist the tip and was found within specifications. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length at several locations. It is most likely that during procedure the device could have been manipulated, since the failure found (working length twisted) is a issue that could have been generated by excessive manipulation of the device and the interactions with the other devices. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Therefore, the most probable root cause is cause traced to component failure since the event was due to expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, it was noticed that the sphincterotome was "twisted in the tip". Reportedly, this issue was not noticed during unpacking. Additional clarification regarding how the tip was twisted could not be obtained. The event description may suggest that the cut wire was oriented in the wrong direction. The procedure was completed with a second hydratome rx 44. There were no reported user injury nor patient complications as a result of this event.